Event description:
During pta of a lesion in the right common iliac artery, a powerflex pro balloon catheter ruptured at 6 atm. A new balloon was used instead and the procedure was successfully completed. There was no reported patient injury. The target lesion was the right common iliac artery. The lesion was heavily calcified and tortuous. The rate of stenosis was 90%. An approach was made from the right common femoral artery. After implanted a stent (smart, cordis), a powerflex pro was delivered to the target vessel for post-dilation. However it ruptured at 6 atm during its initial-dilation. Therefore, it was removed from the patient and another new balloon was used instead. The product will be returned for analysis.

Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally. The brand of contrast media is unknown as is the contrast to saline ratio. The inflation device was an everest which was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The balloon did not kink while being used. It was easily removed from the other devices and from the patient. It was also intact upon removal. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 80cm powerflexpro 7mm x 4mmballoon catheter (bc) ruptured during the initial inflation. Therefore it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no reported patient injury. The event involved a (B)(6) year old male patient with a target lesion in his right common iliac artery. The lesion was reported to be heavily calcified, not tortous and 90% stenosed. The patient¿s vasculature was accessed from the right common femoral artery. The lesion was successfully crossed with an unknown guidewire and a smart stent successfully implanted. There was no reported difficulty in removing the powerflex pro balloon from the packaging and the device appeared to be normal without damages or kinks. The product was prepped properly according to the instructions for use (IFU) with no problems noted. An everest inflation device was used for the procedure and was used successfully with other devices. Details regarding the brand of contrast and the contrast/saline ratio used during the procedure were not provided. The powerflex pro balloon was advanced in order to post-dilate the stent. There was no resistance/friction noted while advancing the balloon catheter through the guiding catheter or through the hemostatic valve. Once across the lesion, the powerflex pro balloon ruptured at 6atm during it¿s initial inflation. The catheter was easily removed from the patient intact. The procedure was successfully completed with another device with no reported patient injury. One non sterile catheter powerflexpro 12mm4cm 80 was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. An axial balloon burst was noted in the balloon. No other anomalies were observed in the returned device. A leak test could not be performed due to balloon burst condition. (Axial balloon burst). The balloon was observed under a microscope and the leakage was confirmed. The device will be sent to sem analysis. Results showed that the external surface presented evidence of an abrasion mark that could be related to the balloon burst. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. Review of lot 17011094 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 8 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformances and process excursions were generated. All defects were reviewed and it was found that the rejects are not related to the reported complaint. Balloon/assy subassembly lots 16113760 and 16110143 were reviewed and no units were rejected during the assembly of these lots. It was observed during review that no nonconformance and process excursion records were issued for these lots. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. The failure balloon burst reported by the customer was confirmed since a balloon burst was noted during analysis, the exact cause of the balloon burst failure could not be conclusively determined. Based on the information available for review, vessel characteristics (heavily calcified) may have contributed to the reported burst as evidenced by abrasion marks noted on the external surface of the balloon during analysis. Balloon burst is a well known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to damage of the balloon. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.